Manufacturer narrative:
Technical services discussed evaluating the rv lead with patient movements and pocket manipulation, to see if the out-of-range impedance measurements or noise could be reproduced. It was suggested to monitor the lead on the remote monitoring system if possible, or increasing the frequency of follow-ups, as a lead issue was suspected. The device and competitors lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead had recorded two high, out-of-range pacing impedance measurements. Noise was observed in a automatic threshold episode, but the noise was not sensed by the device. The physician believed the lead terminal pin was fully inserted into the device header. It was noted the lead had been implanted in 2009 or 2010. No adverse patient effects were reported.